Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 4cm balloon. A small amount of fiber disturbance was noted to the balloon 5.6cm from the distal tip. The location of the fiber disturbance was examined under microscopic magnification (20x). No other anomalies were noted to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire, and it passed with no issues. The inflation hub was then connected to an in-house inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting from the fibers, 5.6cm from the distal tip. The balloon fibers were then stripped. The balloon was placed under microscopic magnification (10x) and a longitudinal rupture was observed on the proximal cone of the balloon, measuring 0.6cm in length. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for a longitudinal rupture on the proximal cone of the balloon. The investigation was confirmed for material frayed, as the balloon fibers were frayed and loose at the location of the rupture. The definitive root cause could not be determined based upon available information. It was unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current conquest 40 pta balloon dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure at the arterial anastomosis in the right forearm, the pta balloon allegedly ruptured (atm unknown). The health care provider removed the balloon in its entirety through the sheath without difficulty. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
No medical records were provided to the manufacturer. The lot number for the device was provided. The device history record is currently under review. The device was returned to the manufacturer for evaluation. The results of the device evaluation will be furnished upon completion of the event investigation which is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure at the arterial anastomosis in the right forearm, the pta balloon allegedly ruptured (atm unknown). The health care provider removed the balloon in its entirety through the sheath without difficulty. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.